Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
It was reported by an arthrex subsidiary employee via email that an ar-1588btb-j btb tightrope passing suture broke. There was strong resistance when passing on the chinese finger trap, and the passing suture broke. The case was completed using another ar-1588btb-j btb tightrope. This was discovered during a procedure on (B)(6) 2024. Additional information received on (B)(6)2024: this was discovered during an aclr procedure. The suture broke during insertion, and all fragments were removed. The case was not delayed, and no additional anesthesia was needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.